Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 176 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer sent the product back for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.